Event description:
It was reported that during the use of this light source, a burn hole was noted in the surgical drape. This was noted after the light guide was laid down in the surgical environment. There was no patient/staff injury related to this event.

Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form were completed by the manufacturer. Investigation results: to date this light source has not been returned to the manufacturer for an investigation. A follow up report will be filed upon completion of the investigation.